Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Technical evaluation was performed which shows fracture that runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. Strike marks are seen on the strike plate indicating use during a potential field age of 4 years and 7 months. The device also displays wear and tear of the instrument from use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic handle cracked. Review of the returned product shows it was fractured. There were no patient consequences as result of the malfunction.